Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The reporter stated the infusion device shut off without first providing an error or alert message. No adverse event reported. Return of the suspect device was requested for evaluation.